Event description:
It was reported that the user experienced persistent hyperglycemia after an infusion set change, with continuous glucose monitor readings of ¿high¿ and fingerstick values up to 503 mg/dl despite no food intake, and the user performed a site change and later a full supply change on the ilet system. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.